Event description:
This event occurred in (B)(6). A pt was injected with radiesse dermal filler to several facial areas and xeomin (glabella, frontal and peri-orbital areas) on (B)(6) 2012. The same day, the pt presented hypersensitivity characterized by vasculitis. One day post treatment, pt had a hematoma in xeomin application site, itching, dyspnoea, and gastric discomfort. Pt went to the hospital ((B)(6)) because of the dyspnoea; pt treated with fenergan (promethazine) and corticoids were performed. Pt hospitalized on (B)(6), an oxygen mask was needed because of the dyspnoea. On sunday ((B)(6)) she was released from the hospital with no prescriptions and stated on monday that she had recovered. On (B)(6), the pt returned to the physician complaining about stomachache. The physician prescribed omeprazole to treat the event. Following day the symptoms worsened slightly. The pt was re-hospitalized on (B)(6) for epigastralgia; the dyspnoea had resolved.

Manufacturer narrative:
The device history records for radiesse lot 1028798 were reviewed. All required testing specifications for the lot were met prior to release, and there were no abnormalities noted. On (B)(6) 2012, the pt reported she was better, the epigastralgia was resolved. The dyspnoea was just felt on the first day post ((B)(6)) and the hematoma was improved. The physician related the events to xeomin because under radiesse application there was no local reaction.